Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. When the device did power on, the display would blank out. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.